Manufacturer narrative:
H10: the device was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye and magnification noted a damaged patient adapter. Clear passage testing was performed with no issues noted. Integrity testing was performed between the patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was verified. The cause of the condition could not be determined; however, the markings on the patient adapter have similar characteristics of tool marks caused during set up. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap extended life pd transfer set was cracked. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.